Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and anti-tachycardia pacing (atp) for a possibly atrial-driven arrhythmia. Later, a review of stored episodes of this ICD was requested. Technical services (ts) analyzed device episode data and found that this ICD had delivered another inappropriate shock and atp for atrial fibrillation (af) with rapid ventricular response (rvr) along with two episodes of pacemaker mediated tachycardia (pmt). The pmt algorithm terminated each pmt episode. The arrhythmia was converted by the shock and atp at this time. No additional adverse patient effects were reported. Currently, this ICD remains in service.